Manufacturer narrative:
Philips service replugged cables and the main board, restoring the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the system displayed a blue screen during startup due to a main board defect on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.